Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said the catheters caused them a urinary tract infection. It was unclear if the lot number was requested. No additional information provided. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The reported event was confirmed use related issue as patient didn't follow sterile insertion technique properly. No sample was returned for evaluation. The root cause identified is "lack of patient/caregiver/physician education on appropriate aseptic technique; user error". A DHR review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: intended use: peel open the pack at the funnel end just enough to expose the insertion sleeve. Dont remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. Wash the area around the meatus before catheterizing. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the catheters caused him a uti. It is unclear if the lot number was requested. No medical intervention was reported. No additional information provided. It was unknown what medical intervention was provided for the urinary tract infection. Per additional information received via email on 04aug2025, the history was not accurately reported to you. The magic 3 catheter was not contaminated from creation or delivery. I have a hand tremor and the catheter tip touched a non-sterile surface before insertion. That caused the uti. There was nothing wrong with the product, just my technique. I am currently using a 13 inch catheter that I am able to control with no cross contamination.